Manufacturer narrative:
This report is submitted on august 08, 2022.

Event description:
Per the clinic, the patient developed an infection at the implant site (specific date not reported) and the device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with IV antibiotics (specific date and duration not reported). The patient underwent ten surgical procedures (specific dates not reported), in order to treat repeated infection. This report is submitted on september 19, 2022.